Event description:
The customer received a questionable antibody to tsh receptor (anti- tshr) result for one patient sample. The specific date of testing was not provided. The analyzer serial number was ether (B)(4). The initial result was <0.3 iu/l with no flag. The customer checked the sample and noticed fibrin in the sample. The sample was centrifuged and retested. The repeat result was 39.1 iu/l. It was assumed that the repeat result was reported outside the laboratory, but it was not confirmed by the customer. The patient was not adversely affected. The anti-tshr reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The presence of a micro fibrin clot or strand was the most likely root cause. If a fibrin clot or strand is too small, it cannot be detected. Therefore a flag would not be generated.

Manufacturer narrative:
This event occurred in (B)(6).